Event description:
It was reported that an ilet pump touchscreen became unresponsive after water intruded beneath a screen protector, resulting in inability to unlock the device; the device had been synced prior to loss of function and a replacement was arranged, with the original to be returned. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health beyond interruption of pump use, and the user transitioned to backup therapy. Investigation included customer interview, photo review, and remote troubleshooting that instructed removal of the screen protector. Investigation of this case revealed a nonfunctional touchscreen consistent with liquid ingress affecting the display interface. It was concluded that the device exhibited a hardware malfunction of the touchscreen/display assembly related to exposure to moisture.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.